Manufacturer narrative:
(B) (4).

Event description:
The device was in a power-on-reset condition. It was not near end of life. The outcome is unknown. Further information is being requested from the hcp.